Event description:
It was reported that the stent was being deployed during percutaneous transluminal coronary angioplasty/stent procedure during an acute myocardial infarction, contrary to instructions for use. The stent was advanced to the lesion site, and an attempt was made to inflate the stent, but contrast was found leaking from the hub area. Continued attempts to inflate resulted in only partial inflation of the stent delivery system. The balloon was deflated and withdrawn, however, the stent remained behind. Another co's balloon was used to fully deploy the stent, which had migrated to an unintended site. Another co's stent was used to repair a filling defect in the vessel. Reportedly there was no pt injury.